Event description:
Dr reported that the threaded screw portion of the implant abutment fractured when the patient was eating a bagel.

Manufacturer narrative:
Visual inspection of the abutment screw confirmed that it was fractured. Review of the device history record did not provide any deviation which could cause this condition. No definitive root cause could be determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.